Event description:
The customer reported a leads ECG failure.

Manufacturer narrative:
The customer reported a leads ECG failure. A philips field service engineer confirmed 12-lead ECG v2 signal loss. There was no report of pt impact. The field service engineer determined that the leads ECG cables were the cause of the failure which the customer replaced to resolve the issue.